Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a pocket revision wherein the ipg was repositioned and anchored down to the islet to keep it from moving.